Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer's representative regarding a patient who was receiving 20 00mcg/ml baclofen at 940.5mcg/day via an implantable infusion pump for intractable spasticity. It was reported that the patient went to their clinic on (B)(6) 2017 for a routine pump refill and the clinician noticed an ulceration of 2.0 x 2.5mm in diameter. The patient was referred to neurosurgery for an ulceration wash out and insertion of a wound drain instead of explanting the device. There were no environmental/external/patient factors that may have led or contributed to the issue. A "c <(>&<)> s" culture was taken and cultured out for (B)(6). The patient was started on two antibiotics. It was reported the issue was not resolved at the time of the report. A doctor copiously irrigated the wound and inserted a wound drain into the pump incision site. The patient would continue to be monitored in the hospital post-op for infection and healing of wound. The patient's medical history includes chronic lower extremity pain, chronic urinary tract infection, colostomy, fatigue, depression, paraplegic, spinal cord injury, transverse myelitis, and history of wound abscess. The patient's concomitant medications included cymbalta, percocet, coumadin, colace, nitrostat, pamelor, oral baclofen, kanalos cream, methenamine hippurate, and phenergan prn. The patient status at the time of the report was "alive-no injury." No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The bloodwork today ((B)(6) 2018) looked good. The wound was almost completely healed, and it did not prevent them from refilling the pump. The pump was refilled (B)(6) 2018 with 2000 mcg/ml. The hcp was taking the patient off minimum rate on (B)(6) 2018. The hcp wanted to start the patient on 75 mcg/day, but was not able to program that rate. It was reviewed that the minimum dose that can be programmed would be 96 mcg/day. The hcp planned to check with the doctor to see if 100 mcg/day would be an ok starting dose. The patient was on 1340 mcg/day before the event occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that surgery was done as an action to try and resolve the infection. The infection was reported to not yet be resolved at the time of the report. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp was not able to refill the pump as there was a "huge pocket of infection over it." The pump off password was provided.